Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the left anterior descending artery. The physician advanced the 2.0x20mm maverick otw balloon to the lesion and inflated it to 6atms on the first inflation and it ruptured. There were no patient complications. The device was removed and the procedure was successfully completed with a different device. Patient status is reported as "good".